Event description:
It was reported that pacing impedance was greater than 2000 ohms, and there was an apparent lead fracture. The lead was capped. No patient complications were reported as a result of this event.